Manufacturer narrative:
The disposables used during this event were discarded at the site; however, the site was able to provide the lot number. Bayer quality assurance product analysis tested retained samples from that lot and found them to perform to specification. A service check was performed on the injector at the site and found to be performing to specification. Bayer clinical support offered assistance to the site and is scheduled to do re-training for the CT staff on (B)(6) 2016. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
The site reported the following: an extravasation of contrast media occurred during an injection using a stellant d injection system. This occurred on a (B)(6) year old female emergency department patient undergoing a CT of the chest, abdomen and pelvis. The site reported no contrast was seen on the CT images after the injection of 100ml of contrast media. The patient returned to the emergency department where extremity swelling was observed and resulted in compartment syndrome. The patient underwent a fasciotomy to the left forearm and two days later had surgery to close the faciotomy. She is reported to have since been discharged to home and is doing well.